Event description:
A technician reported that a pt had residual refractive error. The pt had previously had a primary treatment on a competitor's laser. The pt had a manual epithelial scrape on (B)(6) 2012. The pt was expected to return to the surgeon in (B)(6) 2012. The reporter declined to provide any additional information.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).